Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right total hip replacement, exeter/trident. As the surgeon was inserting a 6.5mm torx cancellous bone screw, 40mm, through the hemispherical shell into the acetabulum, the head sheared off leaving the remainder of the screw in the patient. The surgeon stated that the patient had unusually hard bone and that he didn't get the insertion angle correct. The surgeon had to use a variety of instruments to remove the broken portion of the screw, finally having success with the broken screw removal set. The thread of the screw was stuck inside the removal tool and unable to be retrieved. A replacement screw was used in a different hole in the hemispherical shell. Surgery time was extended by 15 mins due to screw removal.

Manufacturer narrative:
Returned to manufacturer on (B)(4) 2016. An event regarding crack/fracture involving a 6.5 cancellous bone screw 40mm was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned fractured and worn. The screw is fractured after the second thread. Examination of the returned device with material analysis engineer noted the screw fracture due to a torsional overload condition. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the device fractured due to a torsional overload condition. A CAPA trend analysis was conducted for the reported failure mode and concluded fracture may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Right total hip replacement, exeter/trident. As the surgeon was inserting a 6.5mm torx cancellous bone screw, 40mm, through the hemispherical shell into the acetabulum, the head sheared off leaving the remainder of the screw in the patient. The surgeon stated that the patient had unusually hard bone and that he didn't get the insertion angle correct. The surgeon had to use a variety of instruments to remove the broken portion of the screw, finally having success with the broken screw removal set. The thread of the screw was stuck inside the removal tool and unable to be retrieved. A replacement screw was used in a different hole in the hemispherical shell. Surgery time was extended by 15 mins due to screw removal.